Event description:
It is reported in the letter of the attorney of the patient that his client underwent a revision surgery related to pain in this left knee with out any amelioration.

Manufacturer narrative:
The reported device doesn't match the event. The description indicates it should be an implant but the device listed is an instrument. Requested additional information to clarify device info and if received will be provided in a follow-up report. Device not returned.

Event description:
It is reported in the letter of the attorney of the patient that his client underwent a revision surgery related to pain in this left knee with out any amelioration.

Manufacturer narrative:
Summary of evaluation: an event regarding a stem extender fracture involving a titanium fluted stem was reported. The event was confirmed. Device evaluation indicated that the fluted stem component fractured in fatigue through the distal threaded end. A portion of the threaded end of the fractured stem remained engaged within the boss of the femoral component. Some of the fracture features, including an origin, were inaccessible for evaluation. Medical records received and evaluation: given the early presence of instability, the root cause of failure for this case is most probably procedure-related with regard to surgical technique of component assembly although final proof is missing given the extensive secondary component damage due to the many years long interval between start of macroscopic loosening, probably around 2009 and the final moment of intervention in 2013 with a long delay in establishing a proper diagnosis. No evidence for device-related or patient-related mechanisms. Device history review indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the lot referenced. The exact cause of the event could not be determined because a more comprehensive material analysis could not be performed as permission for destructive testing was not obtained. Medical review of the provided x-rays indicates early instability of the femoral construct and the start of macroscopic loosening possibly four years prior to final intervention. Further information such as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.